Event description:
The customer reported the vitrectomy probe could not be connected to the system. The customer stated the grey connector is broken. The nurse held the probe in place at the system to complete the surgery. The customer also reported the c3f8 gas is running out faster than expected. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the connector problem reported. The gas leak could not be confirmed. The cpc connector, c3f8 regulator, and tubing set were replaced. The tubing set and c3f8 regulator were replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).